Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Rep said a tree fell on the patient and they lost efficacy/the trauma had an impact on efficacy; the event was considered a sudden change in therapy/symptoms. The rep also noted that the efficacy was impacted since the tree fell on them on the area of the implant. The healthcare provider (hcp) tried reprogramming, but was unsuccessful. As a result of what was reported, the system was replaced. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Attentional information indicated that the device was discarded and would not be returned to manufacturer. The healthcare provider does not need any follow up reporting.